Event description:
Patient called stating she had a left knee replacement about a year ago. Few months after implantation she started experiencing loosening and difficulty walking. Patient was revised to competitive devices on (B)(6) 2018. Patient is seeking compensation. Update per medical review: patient had a right knee revision on (B)(6) 2018 (competitor devices), not a left knee revision. This pi to cover "loosening & difficulty walking" without revision.

Manufacturer narrative:
Additional information: date of birth correction: removed explant date as device remains implanted. An event regarding alleged loosening & difficulty walking involving a triathlon femoral component was reported. The event was not confirmed. Method & results: -product evaluation and results: not performed as the device was not returned as it remains implanted. -medical records received and evaluation: review of medical records by a consulting clinician revealed: "on (B)(6) 2017 a primary left total knee arthroplasty was performed for a pre- and post- operative diagnosis of ¿left knee arthritis and deformity¿...no primary operative report of the right total knee stated to be performed in (B)(6) 2015 or listing of the primary components removed at revision surgery to competitive products on (B)(6) 2018 is available. There is no documentation of any clinical problems with the left stryker total knee arthroplasty implanted on (B)(6), 2017, which was not revised. There are no x-rays available for review or examination of explanted right total knee arthroplasty components to determine if they were stryker. In this morbidly obese chronic pain patient dependent on narcotics, no documented complaints referable to the stryker primary total knee arthroplasty performed on (B)(6) 2017 in the left knee are noted. The event description appears to confuse the left total knee arthroplasty with the right revision surgery." -product history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: it was reported that allegedly the patient experienced loosening and difficulty walking. The medical review noted: "there is no documentation of any clinical problems with the left stryker total knee arthroplasty implanted on (B)(6) 2017, which was not revised." The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation as they remain implanted and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient called stating she had a left knee replacement about a year ago. Few months after implantation she started experiencing loosening and difficulty walking. Patient was revised.

Manufacturer narrative:
Correction - january 25, 2024: as per the medical review, "there is no documentation of any clinical problems with the left stryker total knee arthroplasty implanted on (B)(6) 2017, which was not revised. There are no x-rays available for review or examination of explanted right total knee arthroplasty components to determine if they were stryker." Additionally, the patient corrected her statement to report problems with her right knee, not the left stryker knee. Therefore, there is no indication that this patient's experience is related to stryker devices and this complaint is being canceled.

Event description:
Update from patient: patient stated she had problems with her right knee not left knee. She stated she will send her medical records. Update from medical review: there is no documentation of any clinical problems with the left stryker total knee arthroplasty implanted on (B)(6) 2017, which was not revised. There are no x-rays available for review or examination of explanted right total knee arthroplasty components to determine if they were stryker. Patient called stating she had a left knee replacement about a year ago. Few months after implantation she started experiencing loosening and difficulty walking. Patient was revised to competitive devices on (B)(6) 2018. Patient is seeking compensation. Update per medical review: patient had a right knee revision on (B)(6) 2018 (competitor devices), not a left knee revision. This pi to cover allegation of "loosening & difficulty walking" of an unknown left knee without revision.